Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) was sensing noise. The patient was asymptomatic. The noise was reproducible via isometric testing and the patient was stable throughout.